Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that on (B)(6) 2023, the chief professor performed stone removal under ureteroscopy. Upon checking the outer packaging to be correct, the chief opened a 787626 package and found that the ureteral catheter was 4.7f and the size of the stent was 26cm, which did not match with the model of 787626 on the outer package.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. Although an exact root cause could not be determined a potential root cause could be wrong line clearance. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labelling review is not required as labelling would not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that on (B)(6) 2023, the chief professor performed stone removal under ureteroscopy. Upon checking the outer packaging to be correct, the chief opened a 787626 package and found that the ureteral catheter was 4.7f and the size of the stent was 26cm, which did not match with the model of 787626 on the outer package.